Event description:
It was reported that a device was used during an unknown procedure. It was reported by the rep that the harmonic was giving a steady tone. The rep tested the hand piece with a test tip and still rec'd solid tone. The case was completed with electrosurgery. There was no pt consequence.